Event description:
It was reported that during an unknown procedure, the jaw was broken. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: batch # l9341r. The device was received with the cable cut off. The jaws of the device were intact and in good condition, not missing as reported. Due to the returned condition of the device (electrical cable cut off), no functional testing could be performed with the generator. However, the device was mechanically tested and no anomalies were noted. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.